Event description:
It was reported that the patient¿s pump was moving around and free-floating in their abdomen since a few weeks after original implant. It was reported that the patient had a pump revision but it continued to flip or free float. The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).